Manufacturer narrative:
(B)(4). Concomitant products: mitraclip steerable guide catheter, stabilizer, lift, support plate, mitraclip clip delivery system. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history found no other incident from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a patient with a degenerative mitral regurgitation (mr) grade of 3 due to a p3/p2 prolapse with an eccentric jet underwent a mitraclip procedure. There was no prior evidence of chordal pathology. One clip ((B)(4)) was implanted on the mitral valve leaflets in the p3 segment reducing the mr grade to 1-2. It was decided to implant a second clip ((B)(4)) in the p2 segment to further reduce the mr grade. However, while using the clip delivery system, the second clip became entangled in the chordae below the anterior leaflet. There was no device issue prior to the entanglement with the chordae. After freeing the clip, the mr grade increased to 4; there was no systemic increase in blood pressure. The physician confirmed a ruptured chordae occurred and assumed was the cause of the increased mr grade. A partial eccentric jet was present after placement of the first clip, but was not the source of the increased mr. In an attempt to reduce the new mr grade, different clip positions on the leaflets were made, but with no success. It was decided not to implant the second clip and remove it because there was no further mr reduction. Post procedure, the patient was extubated without any issue and was clinically stable. Patient's post procedure mr grade was 4. The physician is not planning on any further medical intervention due to the increased mr and the patient's medication has not been increased or changed. The patient's hospitalization had not been prolonged due to the increased mr. No additional information was provided.